Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 62 year old male patient with stage d cardiogenic shock. Impella cp implanted to compliment ECMO as the primary support device. On day 4 of therapy, patient experienced oral bleeding, and heparin infusion was stopped. Therapy continued, and the patient expired on therapy on day 6. Bleeding is a known complication of ECMO therapy. Impella cp is being conservatively coded for major bleed and death, however both bleeding and death can possibly be attributed to the critical disease of the patient.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury could not be determined due to insufficient clinical details.